Event description:
Caller reported a malfunction with the pump. It was confirmed that the issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support assisted the caller in resetting the pump, but the malfunction code recurred; therefore, technical support decided to replace the pump. The customer will temporarily use multiple daily injections (mdi) as backup therapy to ensure continuous insulin delivery. The customer was also instructed on storing the old pump and returning it via the provided shipping method, while steps for using the replacement pump were clearly explained and understood.